Event description:
The hcp reported the pt had fallen and presented to the clinic 4 days later within withdrawal symptoms. The catheter was determined to be dislodged and was revised in 2005 "with good results." The pt was last seen by the hcp seven later for suture removal.